Event description:
A (B)(6) female patient contacted zoll customer support to report that her device is constantly alarming to "adjust/check belt." The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. As received, the monitor was found to have defective components u44, u54 and u66. (B)(4). The root cause of the defective components cannot be positively identified. As a result of the defective components, the monitor was unable to perform a baseline. No adverse event resulted from defective components. The patient was issued a replacement monitor.